Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: b31 scope communication error and distal end has a scratch. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the communication error was attributed to damage to the charge-coupled device and the circuit board within the video plug section. For the distal end scratch, a definitive root cause could not be determined. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup for an unspecified procedure, before the patient was in the room, an unknown error code appeared on the flex deflectable videoscope. There were no reports of patient harm.